Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 14mg/ml at 4.417mg/day an dilaudid 20mg/ml at 6.309mg/day via an implantable pump. The indication of use was spinal pain. It was reported that the patient heard her pump alarming and initially described it as a beep every few hours. The reporter then consulted with the patient who described it as a song. The reporter stated it did not sound like a critical or non-critical alarm when the tones were described. The patient had gone to the hospital last night and was informed her pump could only be filled by the patient¿s primary care doctor. Per the reporter the individual who serviced the patient¿s pump in a different state was told if the patient heard an alarm, they could go to the hospital. Per the reporter the patient was due to have their pump refilled about a month ago. The patient was in the process of being enrolled in the pain management center but the reporter wasn¿t aware if they services pumps. The patient was not giving herself boluses to conserve medication. The reporter also stated the following: dilaudid: 0.800 mg, 11.033 mg/day, 75%, 4.723mg and bupivacaine: 0.560 mg, 7.72 3mg/day, 75%, 3.306mg. The reporter was also seeing ¿(B)(6)¿, and stated this is for every 32 days. Physician listings were also requested as the patient had or would be relocating. There were no patient symptoms and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient "had saline put in their pump and then had drug put in their pump." No further complications were anticipated/reported.